Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head and cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The patient¿s report of metallosis, pseudotumor and elevated cobalt-chromium may be consistent with findings associated with metal debris. Based only on the provided operative reports, it is not possible to determine whether there was proper positioning of the implant. Without complete supporting medical records, imaging/lab reports, and/or the analysis of the explanted components it cannot be concluded that the revision was due to a malperformance of the implant. The patient impact beyond the revision and associated post-op pain cannot be determined, and there is no report of the patient¿s current condition, or whether the reported clinical symptoms persist. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed.